Manufacturer narrative:
Concomitant medical products: product ID: p1501dr, ipg implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device replacement procedure due to elective replacement indicator (eri) it was noted that there was significant oxidation on the device can. The device was explanted and replaced. It was further reported that during the procedure it was found that a cap had fallen off of one of the previously cut and capped leads and the insulation had degraded. The identity of the lead was unknown. Both the previous atrial and right ventricular leads remain inactive and implanted in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.